Event description:
It was reported that the patient coded and died after the implant of an implantable cardioverter defibrillator (ICD) due to ventricular fibrillation arrest.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6947 implantable defibrillation lead (B)(6) 2013. (B)(4). The device was not returned to the manufacturer and will not be evaluated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.